Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the wire broken at 135cm from the proximal section of the device, also the spring tip was kinked. The overall length could not be measured due to the condition that the wire was broken in the middle of the device. All other outer dimensions are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-08198. It was reported that a rotawire fracture occurred. A rotawire and a 1.25mm rotalink¿ burr were selected for use. During preparation, while platforming, outside the patient's body, it was noted that the rotawire snapped between the rotaburr and touhy. The rotawire was then removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient did well.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08198. It was reported that a rotawire fracture occurred. A rotawire and a 1.25mm rotalink¿ burr were selected for use. During preparation, while platforming, outside the patient's body, it was noted that the rotawire snapped between the rotaburr and tuohy. The rotawire was then removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient did well.